Event description:
Consumer reported complaint for e-5 and hi display accompanied by symptoms. The expected fasting blood glucose test result range is 100-200mg/dl. The customer did report symptom of feeling thirsty. Medical attention was reported as a result of the actual blood glucose results and reported symptoms. The product is not stored according to specification and it is stored in the kitchen. During the call a blood test was performed by the customer (different vial same lot#) and produced test results of hi display using meter. The test strip lot manufacturer's expiration date is 07/19/2020 and open vial date is june 2019. The meter memory was reviewed for previous test result history: result 1: hi display date: 06/12/19 time: 4:33pm n/fasting; result 2: 374mg/dl date: 06/11/19 time: 5:17pm n/fasting; result 3: 293mg/dl date: 06/13/19 time: 5:11pm n/fasting; result 4: 368mg/dl date: 06/11/19 time: 9:15pm n/fasting; result 5: 211mg/dl date: 06/10/19 time: 7:27pm n/fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 04-may-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report:(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for e-5 and hi display accompanied by symptoms. The expected fasting blood glucose test result range is 100-200mg/dl. The customer did report symptom of feeling thirsty. Medical attention was reported as a result of the actual blood glucose results and reported symptoms. The product is not stored according to specification and it is stored in the kitchen. During the call a blood test was performed by the customer (different vial same lot#) and produced test results of hi display using meter. The test strip lot manufacturer's expiration date is 07/19/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).